Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that following a patient fall the patient felt he may have damaged the device. There was swelling (no redness or drainage) and a "crinkled" area at the site of the device. The device remains in use. No patient complications were reported as a result of this event.